Event description:
It was reported by the rep the device was used during an appendectomy. It was reported the surgeon applied tx30 stapler across base of appendix, attempted to fire, transected after firing. It was noted that some staples were not formed properly, and the base of the appendix needed to be sutured closed. There was no consequence to the pt.